Manufacturer narrative:
The hydrus microstent remains in-situ and is not available for evaluation. The device lot number is unknown; therefore, a review of the device history records was unable to be performed. Device identifiers and additional information have been requested; a supplemental report will be filed if new information is received. Due to the limited information available, the relationship of the device to the refractive error and other information reported is unknown but may be related to cataract surgery. Requests for further information from the surgeon have been unsuccessful; a supplemental report will be filed if new information is received. Iris-microstent touch and blurry vision are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A patient underwent cataract surgery with hydrus microstent implantation on (B)(6) 2022. At post-operative exam on (B)(6) 2022, uncorrected visual acuity was 20/30. At subsequent exam on (B)(6) 2022, the refractive error was -3.00 diopters. Gonioscopy revealed a narrow angle with some iris noted at the inlet. It is unknown if narrow angle was observed preoperatively. The patient's iop was well-controlled.